Manufacturer narrative:
No button error alarm, frozen screen, solid display or blank display noted. Unit had no button response due to corroded keypad traces and moisture damage noted on the display board. The time advanced properly during testing. Unit had cracked display window, cracked case at display window corner and reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not responding and the screen seemed frozen. The battery was taken out battery and customer is still getting a button error alarm. It was stated that the customer received a battery alarm and buttons were pressed for greater than 3 minutes. It was reported that the display is still frozen with no advancement of the time after inserting a new battery. Blood glucose was 139 mg/dl. Nothing further reported.